Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy assisted distal gastrectomy, the clip was not loaded at the time of clip operation for the first firing. The procedure was completed with another device. There was no patient injury.